Manufacturer narrative:
The investigation of the reported event was completed by our experts. The log analysis revealed that an oil pressure switch error occurred due to poor cable contact, which caused the oil pump to stop functioning. The system was used prior to the error, resulting in the x-ray tube to overheat. When the temperature exceeded the safety threshold, the system triggered a ¿no xray, tube too hot¿ message and automatically aborted the x-ray to prevent damage. During on-site troubleshooting, siemens customer service engineer (cse) cleaned and reseated the cables of the oil pump, which resolved the tube hot issue. The exact reason for the poor contact of the cables could not be determined retrospectively. During the service history analysis, it was found that the system was installed in august 2011 and had already completed its service life in june 2025. Considering the system's age, it could be possible that dust accumulated over time, and it may have contributed to the poor cable connection. The issue was resolved by cleaning and reseating the cable, with no parts replaced. The relevant root cause for the non-conformity was poor connection of the cables of oil pump at the x-ray tube. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee ceiling. During an emergency patient procedure, no x ray was possible. The patient had to be relocated to complete the procedure on an alternate system. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will submitted upon completion of analysis.